Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that during a myocardial ablation in the right atrium, an intellanav stablepoint catheter was selected for use. It was reported that there was insufficient irrigation flow, the catheter was flushed to remove the air but the liquid did not come out evenly from the distal tip of the catheter. But the irrigation was not interrupted or stopped during the procedure. As a result, this catheter was replaced and the procedure was successfully completed without any patient complications. The catheter is not expected to be returned since it was discarded at the facility.